Event description:
Patient had a pfo closure on (B)(6) 2011 completed at university of (B)(6) hospital. The surgeon could not use sternal wire for closure due to nickel allergy, and chose to use sternal plates. On an unknown date, patient presented at (B)(6) hospital, complaining of pain and bulkiness of the plates. Patient asked to have the hardware removed. Surgeon returned patient to the operating room and removed 5 plates and 25 screws on (B)(6) 2012. Sternum is reportedly fused and no more treatment is anticipated. This is 25 of 30 reported for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.